Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5: it was additionally reported that the device chamber filled completely from the normal 1/3. Restore to the latter and test if it works. In connection with the op start, the chamber fills up completely and the pump unusually much. Plan to replace the day. However, while waiting for it, attempts are made to increase the pressure that was initially 60 mmhg. After a while later it is noticed that both the calf and thigh are also tense and hard. The operation is interrupted immediately, about 5 minutes into the operation. After the dressings and the circulation is examined distal, with assessment weak. After further checks and monitoring about 30 later, improvements are made, however, the patient remains in the hospital for observation. It was reported that no medical or surgical intervention was required. B3: it was also reported that the event occurred early june 2023.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as apropriate. H10 additional narrative: investigation summary ==> the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that an invalid serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If a valid serial number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in sweden that during a hip arthroscopy on an unknown date, an fms vue fluid management system device was used. According to the report, the patient had fluid accumulation in the soft tissues postoperatively due to too high pressure on the device. It was reported that the patient had pain and needed more observation because of all the extra liquid in the soft tissues around the hip, the status of the patient was unknown. No additional information was provided.